Event description:
It has been reported to philips that there was no geometry movement. The system was in clinical use and no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The system was in clinical use at the time of event. A philips field service engineer (fse) examined the system onsite and confirmed that there was no geometry movement. Upon functional testing fse found that the failure was in geo pc. To resolve the issue fse replaced geometry pc and performed firmware. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.